Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line of the homechoice cassette leaked. This occurred during fill one of four of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. It was further reported that ¿fluid is dripping through it¿. Renal therapy services (rts) assisted the patient with ending the therapy session and removing the cassette. Rts advised the patient to start over will all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported that the supply line of the homechoice cassette leaked. This occurred during fill one of four of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. It was further reported that ¿fluid is dripping through it¿. Renal therapy services (rts) assisted the patient with ending the therapy session and removing the cassette. Rts advised the patient to start over will all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.